Manufacturer narrative:
Omit: a0902 - display or visual feedback problem (1184), g05005 - led (light emitting diode),b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,b,c,d and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the device came in for repair with a reported fault of "missed in pm sweep¿. The unit requires a new syringe sizing sensor as per the current p2 syringe sizer recall as well as a software upgrade. Physical inspection found the rear case, front case and module latch cracked. P1 inspections found the right iui corroded and a dim segment on the display. There was no patient involvement.

Manufacturer narrative:
Initial reporter addr 2: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device came in for repair with a reported fault of "missed in pm sweep¿. The unit requires a new syringe sizing sensor as per the current p2 syringe sizer recall as well as a software upgrade. Physical inspection found the rear case, front case and module latch cracked. P1 inspections found the right iui corroded and a dim segment on the display. There was no patient involvement.